Event description:
One carto vizigo¿ 8.5f bi-directional guiding sheath - large was received by the biosense webster inc. (Bwi) product analysis lab on 16-nov-2022 with no accompanying information and was processed on 13-jan-2023. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to bwi. However, visual analysis revealed that the hemostatic valve was dislodged inside the hub component. As a result, this will be reported to FDA. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The event date was listed as "(B)(6) 2022". However, the actual event date could not be confirmed, therefore the event date was listed as the manufacture date as the event could have only occurred after manufacture. The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. The functional test was performed, in accordance with bwi procedures. The device was connected to the carto3 system and was visualized correctly, and no errors were found. Then, a microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record (DHR) for lot number 00002085 number, and no internal action related to the complaint was found during the review. It should be noted that product failure is multifactorial. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).